Event description:
It was reported per field service report: on a patient. Symptom - lost its trigger and as a result, the pump can not pump. Findings/action taken: no problem found, could not reproduce symptom. Cath lab personnel stated the console lost ECG and arterial pressure signal/waveform and stopped pumping with no audible or visual alarms. Performed complete functional check, including visual inspection of the front end board.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.